Event description:
Event description: on (B)(6) 2020, a beam pause occurred in the last layer of a pencil beam scanning treatment field that requested 245.7 mus to be delivered. It led to the interruption of the irradiation. The user could not resume the treatment from the partial archive as no record was available. The user tried to resume the treatment from the dose counter electronic unit (dceu, redundant dose counter) but the resuming irradiation point suggested by the system was not correct. The user corrected the resuming irradiation point. While entering signature to authorize the resume from the dceu, the user got an error message from the system to inform him that access to database was denied. Last layer of the field (0.24 mu) could not be delivered. Preliminary analysis: event analysis showed that it is not possible, in a new session, to resume from a local partial archive if the patient positioning system (pps) position has changed. A pps position change is expected at each session as the patient is not exactly placed the same way on the pps. The user captures the pps position at every session in the oncology information system (ois) just after the setup process. The prescribed pps position is changed for the next session in the ois. This includes the partial continuation session. Therefore, when comparing the prescribed pps position between ois and local database, the proton therapy system sees a difference and rejects the local partial archive. This problem forces the user to resume the interrupted irradiation based on the overall delivered dose displayed on the dose counter electronic unit (dceu, redundant dose counter) instead of resuming from the full details of the interrupted beam. In the present event, the resuming irradiation point from the system based on dceu was not accepted by the user as the system suggested to irradiate two layers that were already delivered before the interruption. A drift in charge reading causes a discrepancy of maximum 3 percents between expected and measured dose. This discrepancy explains the incorrect resuming irradiation point. The user corrected this resuming irradiation point. At a next step, the override required to resume interrupted irradiation based on the dceu was rejected. Further analysis showed that override was rejected during this event, denying access to database, because the system does not accept user names with more than 10 characters. As a result, the user was not able to deliver the remaining dose of this treatment field (0.24 mu).

Event description:
Event description (from initial report): on (B)(6) 2020, a beam pause occurred in the last layer of a pencil beam scanning treatment field that requested 245.7 mus to be delivered. It led to the interruption of the irradiation. The user could not resume the treatment from the partial archive as no record was available. The user tried to resume the treatment from the dose counter electronic unit (dceu, redundant dose counter) but the resuming irradiation point suggested by the system was not correct. The user corrected the resuming irradiation point. While entering signature to authorize the resume from the dceu, the user got an error message from the system to inform him that access to database was denied. Last layer of the field (0.24 mu) could not be delivered. Preliminary analysis (from initial report): event analysis showed that it is not possible, in a new session, to resume from a local partial archive if the patient positioning system (pps) position has changed. A pps position change is expected at each session as the patient is not exactly placed the same way on the pps. The user captures the pps position at every session in the oncology information system (ois) just after the setup process. The prescribed pps position is changed for the next session in the ois. This includes the partial continuation session. Therefore, when comparing the prescribed pps position between ois and local database, the proton therapy system sees a difference and rejects the local partial archive. This problem forces the user to resume the interrupted irradiation based on the overall delivered dose displayed on the dose counter electronic unit (dceu, redundant dose counter) instead of resuming from the full details of the interrupted beam. In the present event, the resuming irradiation point from the system based on dceu was not accepted by the user as the system suggested to irradiate two layers that were already delivered before the interruption. A drift in charge reading causes a discrepancy of maximum 3 percents between expected and measured dose. This discrepancy explains the incorrect resuming irradiation point. The user corrected this resuming irradiation point. At a next step, the override required to resume interrupted irradiation based on the dceu was rejected. Further analysis showed that override was rejected during this event, denying access to database, because the system does not accept user names with more than 10 characters. As a result, the user was not able to deliver the remaining dose of this treatment field (0.24 mu). Evaluation summary (supplemental report): during the analysis of the event, iba identified issues in the proton therapy system software versions pts-12.0.0, pts-12.0.1 and pts-12.0.1.1: user names with more than ten characters are not accepted by the system and, when used in electronic medical record (emr) centric mode, it is not possible, in a new session, to resume from a local partial archive if the prescribed patient positioning system (pps) position has changed. Iba initiated a recall - medical device correction (see recall report iba ref. (B)(4)- no FDA reference received so far). See the recall report for additional details.